Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer already called in and has completed all the troubleshooting for the battery losing power within one day. The customer's blood glucose is unknown. The insulin pump is returning.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the formatted history file due to connector resistance issue printed circuit board and the power management graph was abnormal. No unexpected pump error noted of detail traces file or formatted history file noted. After disconnecting and reconnecting the connector at printed circuit board, the unit was monitor and functioned properly. Then the power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Unit was received with cracked retainer, scratched case and minor scratched lcd window.